Event description:
Device was being used inside the knee, when the tip of the shaver broke off inside of the knee.procedure immediately stopped and shaver was removed from knee. The torpedo shaver was assessed. The knee was explored and one fragment from the torpedo was removed. A mini oec c-arm was used to x-ray the knee. No other fragments were seen on x-ray.